Event description:
The mi which occurred one day post staged procedure is reported as not related to the study device. The patient is reported to have recovered. Patient is reported to have recovered following the mi which occurred 58.5 months post index procedure.

Manufacturer narrative:
Results and conclusions: (myocardial infarction). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 1 month later the patient had one endeavor sprint drug-eluting stent implanted in the obtuse marginal during a staged procedure. Patient had elevated troponins (possible mi) one day post staged procedure. Approximately 58.5 months post index procedure the patient suffered an mi in the lcx. Revascularization was performed the following day. One resolute integrity drug-eluting stent was implanted in the lcx. Investigator indicated that the event was not related to the study device.